Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. Product ID neu_unknown. Information references the main component of the system. Other relevant device(s) are: product ID: 3057. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the bandage became loose and pulled out the lead. It was noted that they had called their healthcare provider and were told that the healthcare provider may pull their lead; the nurse thought they might have enough data. There were no patient complications reported as a result of this event.